Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an echocardiogram showed a moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed with resulting change to the pvl. Implant of a second transcatheter bioprosthetic valve was attempted; as the delivery catheter system (dcs) was introduced, it caught on the frame of this valve, pushing it into the left ventricle. The dcs and un-deployed valve were removed and a snare was used to successfully pull the first valve up. The second valve was then reintroduced and successfully implanted in a higher position into the first valve. A post-implant bav was performed, resulting in mild pvl. No additional intervention was performed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was resolved through implant of a second valve. Potential factors that could impact this event include patient anatomy, user technique, incomplete expansion of the original valve, etc. A conclusive cause could not be determined based on the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. A separate report has been filed against the dcs for the malposition of this valve. (B)(4).